Event description:
Information was received indicating that this smiths medical cadd legacy plus pumps exhibited error 1260. No adverse effects reported.

Manufacturer narrative:
Customer reported that device had error code issues. Tamper seals were removed. The device was powered up and alarmed, which is a corruption of the memory of the circuit board. The problem was caused by the circuit board. Unable to determine who caused the problem. Replaced circuit board.

Event description:
It was reported that device had error code issues. No patient injury was reported.